Event description:
User facility reported several unsuccessful cavity integrity assessment (cia) tests during an attempted novasure endometrial ablation. The procedure was abandoned and a uterine perforation was confirmed on post hysteroscopy. The physician performed "laparoscopic surgery in order to seal the perforation by cauterizing." During follow-up in 2009, it was reported that the pt was hospitalized for 23 hours and then discharged. A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were done just prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device is not being returned; therefore, a failure analysis of this novasure system cannot be completed. Lot number not provided by the complainant; therefore, the manufacture date of the disposable device is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficulty to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Should we receive the complaint device, a supplemental medwatch with the results of our analysis will be filed.